Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a sacroiliac and thoracolumbar procedure. It was reported that when the health care professional (hcp) was taking the spine clamp off the patient, the two washers came out and fell into the patient. The hcp was able to get the washers out of the patient. There was less than a minute delay to get the washers out. No impact on patient outcome.